Event description:
On (B)(6) 2013, the reporter claimed the animas insulin pump has a settings issue. Reportedly, she received a call service alarm while she was doing her yard work. The patient had to reboot the pump to clear the alarm. The call service alarm was received while the meter dated for the factory default. There was no reported patient impact associated with this complaint. The time/date reportedly was correct while the patient contacted animas. The animas product was replaced and requested back for investigation. This complaint is being reported as a malfunction due to the alleged settings issue. There was no report of any symptoms or medical intervention at the hospital at the time of concern.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.